Manufacturer narrative:
A device history record (DHR) review could not be performed because a lot number was not available. All dhrs are reviewed before a product is released. A sample analysis is not applicable because there were no samples or digital images submitted with this complaint. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. Because no samples or photos were received for evaluation, a root cause could not be determined. There have been cases reported in the past for catheter detachment, so a corrective and preventative action (CAPA) was opened to address the reported condition through a more robust investigation. Results of the investigation will be documented through the referred CAPA. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The product ID and lot number were not provided. As a result, the UDI could not be identified. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: a critical care post-operative patient was sitting in the chair and the foley completely separated from the drainage bag tubing. The patient was not moving around and the securement device was on. There was no tension on the catheter. I do not have any lot or reference numbers for this foley.